Event description:
The pt reported e1 (cartridge empty) error and e7 (electronic) error were displayed during the change cartridge procedure. The pt stated the battery was removed and reinserted and e1 and e7 were displayed again. The pt's blood glucose elevated to 15 mmol/l (270 mg/dl). No further info is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contain within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.